Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On (B)(6) 2018, it was reported that repair was requested. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the rounded stainless steel grill is bent and the roller, comb, and shoulder bolts were replaced. This is not a related issue. Product review of the skin graft mesher by medicrea on november 6, 2018 revealed that the comb, bearings, and washers needed replaced. No ratchet or cutters were returned for evaluation. The skin graft mesher was not repaired and returned to zimmer (B)(4) per zimmer (B)(4) . The reported event was confirmed since during product review there were multiple components that required replacement. A damaged comb could cause a less than optimal mesh pattern and cause further damage to the mesher. The cause of the device needing repaired was due to multiple components requiring replacement. The root cause of the device needing repaired could not be determined with the provided information since it is unknown how the damaged occurred. The device was returned to zimmer biomet (B)(4) unrepaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device needs repair and during product evaluation it was identified the comb was damaged. No further information received on the reported event. No adverse events have been reported as a result of this malfunction.